Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that during a mis sigmoid resection, the surgeon deployed the first device as per IFU, and was inserting his hand when the device tore. The surgeon then attempted to use a 2nd like device and this one tore as well. The surgeon completed the case with a third like device. No patient consequence reported.